Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, via additional incoming information, that the patient expired approximately two months following system explant for infection. At the time the rest of the implanted system was removed, this chronic lead was left in as a temporary pacing wire and was removed approximately one month following the other lead and the device. No allegations were made against the implanted system.